Manufacturer narrative:
The customer indicated the instrument is new; it was installed 4 weeks prior to the event. The last liquid flow cleaning was 1 week prior to the event. A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Since the customer has only been using the system for a short period of time, a possible root cause may be related to pre-analytic issues. Additional possible root causes for this event may be improper handling of the reagent or system reagents, or contamination of the environment with the analyte.

Manufacturer narrative:
Facility name continued: (B)(4). This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of an erroneous result for 1 patient sample tested for elecsys vitamin d assay (vitamin d) on a cobas 6000 e 601 module. The erroneous result was reported outside of the laboratory. The initial vitamin d result was 70.00 ng/ml with a data flag. This result was reported outside of the laboratory where the doctor questioned it and requested a rerun of the sample. The sample was repeated from the same primary tube and the result was 35.99 ng/ml. The lower value corresponded to the clinical history for the patient. A serum sample from the same initial blood draw was repeated on (B)(6) 2017 and the result was 37.2 ng/ml. No adverse event occurred. The vitamin d reagent lot number was 193844. The expiration date was not provided.

Manufacturer narrative:
Since calibration and quality control data were acceptable, there is no indication of a reagent issue. No issues were identified during a review of the alarm trace. The field service engineer visited the customer. He checked adjustments on the analyzer. There was no evidence of misadjusted pipettors.